Event description:
It was reported that an insulation anomaly due to a clavicular crush was observed via diagnostic imaging. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.